Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Several episodes of right ventricular (rv) oversensing were observed. Pocket manipulation and arm movement did not reproduce the noise. An x-ray examination was performed and no indication of lead damage was observed. No intervention was performed at this time, the patient will be monitored.